Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a coronary procedure involving one resolute integrity coronary drug eluting stent, the balloon burst during inflation at 10atm and subsequently detached during the removal of the device. The lesion was pre-dilated prior to the event. The detached portion of the device did not remain in the patient and was removed through an operation. The device was inspected and negative prep was performed with no issues noted. There was no further patient injury reported.

Manufacturer narrative:
Additional information: the lesion being treated was severely calcified, moderately tortuous with 80% stenosis on the mid left anterior descending. The proximal lad had 80% stenosis with calcification. A 3.5x18mm resolute integrity des was implanted with some resistance in the lad, but with no issues noted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: the lesion being treated was severely calcified, moderately tortuous with 80% stenosis on the proximal left anterior descending. The mid lad had 80% stenosis with calcification, the left main (lm) was calcified with 80% stenosis, and there was also 80% stenosis in the proximal left circumflex (cx). Resistance was noted when pushing the stent forward, but no great force was used. The device was not moved or repositioned in the lesion while inflated. It was detailed that the burst occurred on the first inflation. After the stent balloon ruptured, multiple attempts to inflate the balloon failed. The stent failed to be deployed. The stent did not fell off the system. The stent was stuck in the mid-lad lesion and when the stent was pulled back, the stent rod broke. A snare was used but failed to remove the stent. Three guidewires were used to wrap around, and the stent was successfully removed. A 3.5x18mm resolute integrity des was placed with some resistance in the lad. A 4.0x34mm resolute integrity des placed with no issues in the left cx. A 3.5x23mm non-medtronic des was placed in the lm-lad. Section a. Patient information updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.